Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 519 mg/dl associated with a radio frequency issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump and meter were not paired at the time of the event. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: no meter remote was returned with the pump. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 4.40 unit ezcarb normal delivery from the meter remote on (B)(6) 2017 at 03:25. No activity related to the complaint was observed in the pump histories. Pump powered up normally and paired successfully with a test meter remote. Boluses were executed using the test meter remote with no errors occurring. The pump passed radio frequency testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or alarms that occurred during the investigation. The investigator was unable to duplicate the complaint.